Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the urinary tract during a transurethral removal of ureteral stones procedure performed on (B)(6) 2022. During the procedure, the wire of the basket separated. Another zero tip basket was used to complete the procedure, there were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire separation. Block h10: the returned zero tip basket was analyzed, and a visual evaluation found one of the four basket wires broken. The wire is still attached to the basket. Functional inspection noted the basket will open and close normally. Under magnification, it was possible to observed the detached section. The reported event that the basket wire completely detached was not confirmed. Based on all available information, it is possible that operational factors such as handling or manipulation, interaction with other device, and excess of force applied during use could have caused this failure consequently affecting the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the urinary tract during a transurethral removal of ureteral stones procedure performed on (B)(6) 2022. During the procedure, the wire of the basket separated. Another zero tip basket was used to complete the procedure. There were no patient complications as a result of this event.